Event description:
Litigation papers allege: patient had hip replacement surgery on (B)(6) 2006. Sometime in 2007, patient began to experience persistent sharp pain in the groin area. This pain persisted and in 2008 patient's doctor decided he needed to have his hip implant surgically removed and replaced. On (B)(6) 2008, patient underwent revision surgery. Over time, patient began to experience progressive pain and his doctor decided he needed to have his hip implant surgically removed and replaced again. On (B)(6) 2009, patient underwent another revision surgery. Over time, patient began experiencing a popping sensation in his hip anteriorly and pain posterolaterally. Patient's doctor decided he needed to have his hip implant surgically removed and replaced for a third time. On (B)(6) 2010, patient underwent another revision surgery. Patient is a resident of (B)(6). Update: (B)(6) 2012 - patient's medical records were received from legal and attached electronically to the complaint. The patient was revised on (B)(6) 2008 due to pain. It was noted that an acetabular fixation screw was penetrating the inner table presumably into the iliacus muscle possibly explaining the symptoms. The patient was revised on (B)(6) 2009 due to pain and superior instability. The patient was revised on (B)(6) 2010 due to pain and acetabular loosening. The devices were identified. Patient height: (B)(6).

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update: 11/19/2012 - patient's medical records were received from legal and attached electronically to the complaint. The patient was revised on (B)(6) 2008 due to pain. It was noted that an acetabular fixation screw was penetrating the inner table presumably into the iliacus muscle possibly explaining the symptoms. The patient was revised on (B)(6) 2009 due to pain and superior instability. The patient was revised on (B)(6) 2010 due to pain and acetabular loosening. The devices were identified. Patient height: (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.